Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that the spare lamp failed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-s190 visera elite xenon light source to olympus for repair due to a report that the lamp did not lighten automatically during preparation for use. Upon inspection and testing of the returned device, it was noted that the spare lamp failed. This report is submitted due to the malfunction of spare lamp failure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was surmised that the phenomenon occurred due to a faulty spare lamp. However, the cause of this surmised failure could not be further determined. Olympus will continue to monitor field performance for this device.